Event description:
It was reported the patient has "jolting sensations" at the lead site with stimulation turned on or turned off. It was also reported during surgical intervention on (B)(6) 2014, to replace the patient's ipg (reference MFR. Report#: 1627487-2014-03798), the physician noted both the patient's lead tails were fractured. Surgical intervention may be planned to address the reported issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 to explant and replace the lead. The patient reported effective stimulation postoperative and the reported issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.